Event description:
It was reported during implant procedure that the lead failed to capture. As a result, the patient had a syncope episode and external defibrillation was needed to revive them. The lead was successfully exchanged and the patient was stable post procedure.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.